Event description:
It was reported that the patient presented for a remote follow up via merlin.net with episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing recorded by the implantable cardioverter defibrillator. Programming changes were not yet made. The patient was in stable condition.